Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the lever and ball plunger were damaged, the motor speed was not stable and the needle bearing, screws, and reciprocation arm were worn. The lever, ball plunger, motor, bearings, screws, and reciprocation arm were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that when pressing the activation lever, the dermatome does not work, there was no impact with the patient since it was not used in surgery, it was found before surgery. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.